Manufacturer narrative:
Evaluation summary: all available information was investigated, and the reported issue of loss of fluid column (leak) was not confirmed. A tear in the soft tip was observed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All the information was investigated and the definitive cause for the reported leak and observed torn soft tip could not be determined. The reported air embolism was due to procedural circumstances. The reported patient effect of air embolism is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the loss of fluid column requiring aspiration. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The steerable guide catheter (sgc) was inserted into the left atrium (la). During removal of the dilator and guide wire, and normal aspiration, air was noted in the sgc hemostatic valve. The sgc was positioned lower than the patients body and aspiration was performed. The procedure was continued with the same sgc. One clip was implanted reducing the mr to 1. After the procedure air was noted in the la which was aspirated. No additional information was provided.